Event description:
It was reported that during procedure the cutting block broke as surgeon was cutting the femur. All pieces accounted for. Delay of less than 30min reported. No injury reported. No confirmation if procedure was completed.

Manufacturer narrative:
The legion cutting block was returned and evaluated. A visual inspection confirmed the complaint that a piece of the cutting block has sheared off; it was not returned with the device. Small burs were also found on the cutting slot guides. We recommend that all reusable instruments be routinely inspected for wear and damage so they can be replaced as necessary. A review of the complaint history revealed no additional complaints for the associated lot number. Reviewing the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.